Manufacturer narrative:
Unspecified damage.

Event description:
It was reported that one day post implant, the right ventricular lead exhibited loss of capture and loss of sensing at maximum outputs. The patient had been pacing in the ventricle through the left ventricular lead. No patient symptoms were reported. Chest x-ray showed the lead was still in place and had not dislodged. During lead revision on (B)(6) 2018, while inserting the stylet, it was observed that the stylet went all the way in. The lead was explanted and replaced successfully. Upon explant it was noted that the lead had some damage. It was noted that the patient had an rf ablation immediately after the lead was implanted. The patient was in stable condition before, during and post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.